Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow and ok buttons on the keypad were sticking and required multiple button presses. It was also reported that the symbols on the contrast and ok buttons were worn off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: the keypad symbols were worn and the keypad was peeling. The ok and up arrow buttons had an intermittent response, while the down arrow and contrast buttons responded properly. None of the buttons were sticking. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.